Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic tore. The lens as removed with no patient injury, no enlarged incision or sutures. The reporter stated another lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).